Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. The patient was treated with IV fluids, saline solution, and a long-acting lantus insulin injection. The patient was released (B)(6) 2023. The patient reported they switched to manual injections after this event because they are waiting to receive a new controller. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.